Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Unexpected ossification was encountered at the implantation of this device and only a partial insertion of 5-6 electrode channels was achieved. In situ measurements show affected channels. The recipient's parent did not report any change in speech perception in (B)(6) 2018. The recipient has only detection to sound due to age and developmental delays. Per audiologist, the patient is often inconsistent when testing detection in the sound field with only the left cochlear implant. No incident of accident or trauma was reported.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the available information, damage to the active electrode is suspected, possibly caused by minute device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition a complete insertion of the electrode array could not be achieved at the implantation due to unexpected ossification and only up to 6 channels could be inserted. Basal channels might result affected in the in-situ measurements due to inadequate contact with conductive tissue. No information about possible revision surgery has been received yet.

Event description:
Unexpected ossification was encountered at implantation and only a partial insertion of 5-6 electrode channels was achieved. As there were no other device options available the wound was closed. The caregiver denied any noticeable change in speech perception at the july 2018 appointment. However, the user wears both processors so the response with only the left cochlear implant could not be observed well. The recipient has only detection to sound due to age and developmental delays. Per audiologist, the user is often inconsistent when testing detection in the sound field with only the left cochlear implant. No further information was provided regarding possible re-implantation. No further scan was performed.